Manufacturer narrative:
It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available at the later time it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Per sales rep, the surgeon pulled everything out. The left hip was revised and replaced with a restoration modular stem. Update: revision reason was loose stem.